Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 16-aug-2013. Expiration date: 01-jul-2022. Part number: 456.424s, 11mm/130 deg ti cann troch fixation nail 440mm/right- sterile. Lot number: 7459142 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, lock driver tfn, bp55. Lot number: 7410463. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Part number: 456.315.2, 130 degree lock prong tfn, bp58. Lot number: 7422388. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80. Lot number: 7399644. Lot quantity: 863 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to a broken unknown trochanteric fixation nail system (tfn) nail and an unknown distal interlocking screw on (B)(6) 2019. Originally, the patient was implanted with the tfn in the right femur on an unknown date. The implants were successfully explanted and replaced with a tfn with helical blade. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant device reported: unknown tfn helical blade (part # unknown, lot # unknown, quantity# 1). This is report 1 of 2 for (B)(4).